Event description:
S [situation] multiple therakos photopheresis kits defective. B [background] while setting up photopheresis kits latham bowl did not fit into machine. A [assessment] nurses were trying to fit bowl in, but company suggested sending kit back as forcing it may lead to breakage during procedure. R [recommendation] clinical site called therakos rep to report the issue and asked that kits be sent back to company. This product has been recalled within the last two years for the same issue. Manufacturer response for photopheresis kit, therakos ® cellex ® photopheresis (per site reporter).